Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following the placement of spaceoar, under local anesthesia. The procedure was completed without any complications. Nevertheless, an apical distribution was noted on the ultrasound. The scans revealed presence of hydrogel around the prostate. There were no reported patient complications related to this event. It was also reported that the patient has completed the external beam radiation therapy.